Event description:
Procedure type: nephrectomy, according to the reporter: while using the scope port, the balloon deflated. Opened another on and worked properly. Then noticed a part disengaged from latch in the defective instrument. There was no report of pieces falling into the cavity or impacting the pt. No pt injury was reported.